Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, it was noted that the atrial lead exhibited noise. Pocket manipulation and isometric exercises were unable to reproduce the noise. No intervention was performed. The device function was normal. The patient was in stable condition.